Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump kept ¿starting over¿. The reported did not have the pump in hand at the time of the call for troubleshooting. This complaint is being reported based on the allegation of a pump power issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: the black box shows dates from (B)(6) 2014 - (B)(6) 2014. Black box data from date of complaint has been overwritten. No battery cap returned. All testing performed with a test battery cap. Pump powers with a test battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed from thread area to case seal and below grip pad. A 24 hour basal program was run with a test battery cap. No reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.